Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 20 synergy drug-eluting stent was advanced to treat the lesion. However, during advancement of the device through the guiding catheter, a small resistance was encountered. The device was removed and it was noted that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ous, mr, 3.0 x 20mm stent delivery system (sds) was returned for analysis. A visual examination found the distal struts were stent lifted from the stent profile, stretched and pulled distally towards distal markerband. This type of damage is consistent with the stent encountering resistance in an attempt to withdraw the device from the guide catheter. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several kinks along full length of catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found a kink at the port entry site. A visual and tactile examination found slight damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 20 synergy drug-eluting stent was advanced to treat the lesion. However, during advancement of the device through the guiding catheter, a small resistance was encountered. The device was removed and it was noted that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.